Event description:
The sales representative reported that the device was activating when attachment was attached during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The sales representative reported that the device was activating when attachment was attached during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.